Event description:
On 18-aug-2025, the user reported issues after changing their freestyle libre 3 sensor, which showed connected but continued giving sensor error and sensor unavailable. The agent advised restarting the phone and app, explained the sensor may need replacement, and the user agreed to contact abbott while entering manual blood glucose readings. The user experienced a low blood glucose (bg) of 67 mg/dl, treated with two capri suns and a sandwich but did not announce the meal. The highest bg reported was 222 mg/dl. The user reported weakness, dizziness, and nausea. Bg was corrected and not out of range for more than 90 minutes. No outside assistance or medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.